Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 12:15 pm. The patient reported blood glucose results of "101, 306, 229 and 277 mg/dl" with the subject meter and "49, 233, 192 and 253 mg/dl" on another meter (respectively), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. On (B)(6) 2012, (B)(6) days after the start of the alleged issue, the patient claims she felt symptoms of shaky, sweating and palpitations. The patient took more food and/ or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. The primary complaint was not confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The products involved with this complaint have been returned. The meter has been evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. Analysis has not yet begun on the other products. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.